Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. Information was provided that "the other 2, I do not have the serial numbers for. They were 6-9 months ago. All 3 had similar patterns. It almost looks like the curved end of the plunger." Based on the description provided, the reported damage may have been caused by the handpiece plunger. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company device¿ iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, surgeon observed a scratch, which looks like full thickness circumferential damage on the iol post operatively. Scratch looks like the curved end of the plunger. Additional information has been requested.